Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/24/2021 h.6. Investigation: customer returned (3) loose 0.3ml bd insulin syringes with an opened polybag from lot# 0034852. Consumer reported needle hub stayed in shield when needle shield removed. All 3 returned samples were examined, and it was observed that 2 syringes exhibited needle hub separation; no damage to either barrel tip was observed. The third syringe did not exhibit hub separation; removing the cannula shield from this syringe did not result hub separation. A review of the device history record was completed for batch# 0034852. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 5 bd veo¿ insulin syringes with the bd ultra-fine¿ needle from lot 0034852, and 2 syringes from an unspecified lot had issues with needle hub separation. The following information was provided by the initial reporter: "consumer reported needle hub stayed in shield when needle shield removed on 5 syringes from this box" "consumer reported needle hub stayed in shield when needle shield removed on 1 or 2 syringes"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0034852. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-02-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out on batch# 0034852 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Due to the batch being unknown for the second reported lot#, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 5 bd veo¿ insulin syringes with the bd ultra-fine¿ needle from lot 0034852, and 2 syringes from an unspecified lot had issues with needle hub separation. The following information was provided by the initial reporter: consumer reported needle hub stayed in shield when needle shield removed on 5 syringes from this box. Consumer reported needle hub stayed in shield when needle shield removed on 1 or 2 syringes.